Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that during an intraocular lens (iol) implant procedure prior to insertion, it was noted that the injector had bypassed the lens. The issue caused a 2 minute delay to the procedure. The surgery completed with unspecified back up lens. There was no patient harm. Additional information has been requested.

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. The device with the lens was returned. The plunger lock and lens stop have been removed. The plunger was oriented correctly. An inadequate amount of viscoelastic was observed in the device. The plunger was advanced over the lens to mid-nozzle. The lens was located under the plunger, still in the loading area. Product history records were reviewed and documentation indicated the product met release criteria. A qualified viscoelastic was indicated. The root cause may be related to a failure to follow the instructions for use (IFU). An inadequate amount of viscoelastic was observed in the device. The IFU instructs: fill the device until viscoelastic can be observed flowing to the line on the nozzle tip. This will require approximately 0.2 ml of viscoelastic. If inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly or become ¿stuck¿ in the device allowing the plunger to override the lens. Plunger override may occur: due to rapid advancement faster than the IFU recommend rate. If inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly or become ¿stuck¿ in the device allowing the plunger to override the lens. If the operating room temperature is too high (> 23 degree c / 73 degree f) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement. Any of the above listed causes alone, or in combination, may create the reported event. The manufacturer internal reference number is: (B)(4).